Event description:
The customer reported that the display was no longer functional.

Manufacturer narrative:
The customer reported that the display was no longer functional. The device was evaluated at philips, and the failure was confirmed. The device was repaired by reinserting the lcd to keyspan pca cable, which had been found to be partially disconnected.